Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion frequent persistent. Issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: ten ¿occlusion¿ alarms observed in the alarm history on the dates from 09/10/2013 to 12/17/2013. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate. With no occlusions duplicated. Force sensor calibration reading is within specification. The pump was opened, no damage was found to the force sensor or on the power circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).